Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after changing the battery and was then shut off without a low battery alert. The customer stated she removed and put the battery cap again and the same thing happens; alarm and blank display. Blood glucose value was 217 mg/dl. Customer stated the batteries were not out for greater than duration allowed. The insulin pump does not have physical damage and was not exposed to moisture. The customer stated the contacts on the battery cap are damaged. The customer was advised the battery cap would be replaced.